Event description:
Ous MDR - after implantation of about one month, this pacemaker was as eri. The device was explanted, but no explant date was provided.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to an electrical inspection. An interrogation of the pacemaker was successful as well as the analysis of the pacemaker dump was found to be ok. The device switched into eri-mode on 2010 due to a measured high battery impedance. The pacemaker was subsequently analyzed destructively. The analysis of the electronic module revealed a damaged integrated circuit. As a result, the pacemaker showed a pronounced temperature sensitivity leading to incorrect battery impedance measurements. During analysis, the battery was fully charged. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik, the pacemaker found to be fully functional and the current consumption proved to be as expected. In summary, the analysis identified a damaged integrated circuit as the root cause for the clinical observation. During analysis, the battery was found to be fully charged. Pacing and sensing functions of the pacemaker were found to be fully functional.